Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxf anat brg lt md size 6 PMA; item# 159550; lot# 6590718. Unknown oxford femoral component; item# unknown; lot# unknown. G2 - foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 9 months post implantation, the patient underwent a revision due to tibial pain. The tibial, bearing and femoral components were revised. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g3, g6, h2, h6, h10, h11. D10 - associated medical device: oxford ph3 cementless fem sz m; item# 154926; lot# 7074536. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified an explanted oxford tibial, femoral ad bearing component. Nothing can be gained from the photographs as to the cause of the reported pain. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Complaints are monitored per complaint trending process. One radiograph was provided and reviewed by a health care professional but was not sent to a radiologist because we do not know the timeframe of the onset of pain or the date of the image for correlation. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.